Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. During troubleshooting with tandem technical support the pump was reset. The pump and transmitter regained connection after the pump was reset.